Manufacturer narrative:
The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
The handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the run/safe switch does not lock into either position, presenting a potential for the device to inadvertently be activated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.